Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. In response, the customer changed the cartridge, removed an o ring from the pneumatic tap, and resumed insulin delivery without needing further technical support.